Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection greater than one hour occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.